Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted (B)(6) 2014; 6947 lead, 3830 lead, implanted (B)(6) 2009.

Event description:
It was reported that the epicardial left ventricular (lv) leads exhibited non-capture in all configurations except one where high th resholds were observed. Lead impedance had also risen over the course of the previous ten months. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.